Event description:
It was reported that pump battery life was low, although customer stated pump was still manageable. No information was provided regarding any impact to the customer¿s blood glucose level. Technical support reviewed battery use and found average daily battery consumption was about 30%, and case was closed after customer declined further follow up and declined transfer to technical support.